Manufacturer narrative:
The field service engineer could not determine a cause. The engineer removed the electrodes and verified there was no salt or liquid. The electrodes were replaced and ise checks were performed. Precision studies were also performed. Tubing was verified with a pressure test. The customer ran calibration and controls, recovering expected results. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The second patient sample also had a discrepant result for ise indirect cl for gen.2. The initial values were reported outside of the laboratory. The repeat values were believed to be correct and corrected reports were issued. The first patient sample initially resulted with an na value of 172 mmol/l. The sample was repeated either on the same analyzer or a second c 501 system, resulting with an na value of 137 mmol/l. The second patient sample initially resulted with an na value of 139 mmol/l on (B)(6) 2020. The sample was repeated on a cobas 8000 ise module, resulting with an na value of 132 mmol/l. This sample initially resulted with a cl value of 128 mmol/l on (B)(6)2020. The sample was repeated on a cobas 8000 ise module, resulting with a cl value of 98 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.